Manufacturer narrative:
510k: k945952. There were no photos or customer samples for lot 6090506 to confirm this complaint. There were no manufacturing related issues identified. A CAPA was initiated to investigate related complaints.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes, the specimens were increasingly forming clots.

Manufacturer narrative:
Multiple PMA / 510(k) numbers: there were multiple PMA / 510(k) numbers reported to be involved. This MDR is corrected to include the information for the additional PMA / 510(k) number: PMA / 510(k)#: k901449.